Event description:
It was reported that during a laparoscopic low anterior resection, the electrode came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode tip broken off from the shaft and not present. No functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.